Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber with sheath advanced. A visual review of the fiber noted that the fiber was fractured and the sheath had a noted hole/slice 3.6cm from distal tip. The fiber break occurred 41cm from tip end. The customer's reported complaint description of "the fiber snapped during a procedure within the patient's vein" is confirmed. A review of the returned sample shows the buffer layer is melted back at the break point on both ends of the fiber assembly. The fiber core at the break point is flat indicating a low stress break. The possible root cause of the fiber breaking was due to a flaw within the fibers buffer, once the fiber was fired the energy escaped out of the break point causing the fiber to fracture. A lot history records search for the nevertouch direct kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use (ic 430) which is supplied to the end user with this catalog number contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
An end user reported an issue that occurred during an ablation procedure when using a nevertouch direct fiber kit, the fiber snapped during the procedure, within the patient's vein. Staff were able to obtain the broken fiber and the patient did not experience any harm or adverse event. It was indicated the reported device is available for return to the manufacturer for a device evaluation.